Event description:
The dealer stated that he is getting a wrench flash but doesn't know how many and the right brake will not go into gear.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.